Event description:
This is a spontaneous case report received from a medical doctor in united states on 28-may-2015 which refers to a (B)(6) non-pregnant female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for sterilization. The patient reported chronic pelvic pain; and she is scheduled to remove both devices surgically on (B)(6) 2015. According to the physician, it started shortly after essure was inserted. The devices were in the right location, they just haven't found another cause. At time of the report, the event was ongoing and essure devices were continued. Ptc investigation result was received on 02-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 29-jul-2015 the patient's weight was (B)(6). Previous gynecological interventions, problems and procedures and concurrent conditions were denied. Essure was inserted on (B)(6) 2013 with lot number b21572. It was reported that patient was in a postpartum (2 months) state at time of insertion. Cervical dilation and general anesthesia were denied. Paracetamol, toradol and valium were used as analgesia. Insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. After insertion, lo loestrin was used as back contraception. An imaging test was performed to confirm essure placement. On (B)(6) 2013, hsg (hysterosalpingogram) was done and bilateral occlusion was confirmed. On (B)(6) 2015, pelvic CT scan was done due to pelvic pain. Findings included: retroverted uterus; bilateral essure coils grossly in proper location and no inflammatory changes were found. On (B)(6) 2015 the patient was admitted and essure was completely removed by laparoscopy due to her request. Salpingectomy was necessary. During surgery, devices were seen in place without evidence of perforation. Discharge was at the same day (hospitalization was denied). Patient was seen 2 weeks after surgery and her symptoms resolved (she felt 100% better). Case upgraded to incident. Follow up 05-aug-2015: ptc investigation results were updated (lot number b21572 received). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch . No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who started experiencing chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. She recovered after devices removal by laparoscopic salpingectomy. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the close temporal relationship between essure insertion and the reported event and as it recovered with devices removal; causality cannot be excluded. This case was initially regarded as non-incident; however upon receipt of follow-up information, it was reported a surgical intervention was required for essure removal. Therefore, this case was regarded as an incident. The updated product technical analysis (with lot number) concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.